Event description:
The patient's spouse reported the patient is quite thin. The neurostimulator moved from the implant site in the abdomen to the patient's hip area. The patient started to have difficulty walking. The patient was scheduled for replacement surgery with a smaller device in the abdomen. Refer to medwatch report #3004209178200703514 for patient outcome after replacement surgery. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.